Manufacturer narrative:
.

Event description:
The pt's spouse reports the patient started experiencing dizzy spells about 2 1/2 to 3 months ago. The dizziness disappears when the pt the stimulation decreases. The pt recently lost over 50 pounds. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is received.